Manufacturer narrative:
Covidien reference: (B)(4). The customer reported that the device was evaluated and repaired. The single board computer (sbc) was replaced to resolve the issue. The part was retained by the customer.

Event description:
It was reported that during patient use, a ventilator did not generate an alarm and only the light was blinking. The device continued ventilating. It is unknown if the patient ventilation was interrupted. There was no patient harm reported as a result of this event.